Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Device is not available to stryker.

Event description:
Part broke intraoperatively during tightening of the bolt. (B)(4) has been issued to enhance the slotted area of the bolt